Manufacturer narrative:
There are three products involved with this event which are associated with mfg report #1016427-2007-00031 and 1016427-2007-00032. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. This medwatch reflects two products with the same catalog and lot number.

Event description:
As they tried to load the guidewires into the 6f 145-angled pigtail catheter, the wires would not advance. When they were taken out, the wires were fractured on the distal tip. "It's like the wires has snapped and were being held together by the safety ribbon." These wires were not clinically used. A fourth wire, same catalog, was selected and this one worked well.